Event description:
It was reported, "the arthroplasty was revised due to acetabular loosening. The acetabular components and the femoral head/neck combination were revised. The components were implanted in situ for 5.19y. Medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available, a supplemental report will be issued.